Manufacturer narrative:
Follow-up #1: date of submission 11/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2015 with the following findings: the pump history showed that the pump was running on the incorrect year of 2016 for the duration on usage. The last basal delivery and the last bolus delivery were on 03/19/2016. On 03/19/2016 at 17:47 a pump reboot occurred; deliveries never resumed. The bolus totals in the bolus history were consistent with the bolus totals in the total daily dose history at time of reported issue. A 10u audio bolus and 10u normal bolus were successfully completed and both were accurately recorded in the pump bolus history and the bolus total daily dose history correctly showed 20.0u. The pump successfully completed 24hr duration testing with no pump reboots or errors, alarms or warnings duplicated. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 323 mg/dl with body aches, polydypsia, nausea, and vomiting associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose matched the active basal program total and the basal history matched the active basal program settings; however, the bolus totals did not match. It was reported that the patient had pneumonia and was septic with a temperature of 103. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.